Event description:
Date of event: 2009. This complaint received from a nurse concems a female patient with a stoma who experienced skin irritation after using the sensura flex product. She suddenly developed skin irritation over few days related to the area under the adhesive. She was treated with dermovat creme.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. The issue occurred with three successive appliers. After delivering correctly three or four clips, the appliers would lock on the tissues. Each time, the surgeon had to use force to remove the devices. One of them triggered a benign lesion of a neurovascular pedicle. The patient is currently fine. Unknown how case was completed.